Manufacturer narrative:
Information will be provided once the investigation has been completed.

Event description:
It was reported that the unit displayed an error code e-1. The bulb was exchanged, but the unit's condition remained the same.